Event description:
It was reported that the user observed insulin leaking from the pump during a press-and-hold operation at approximately 80 units while changing supplies, with uncertainty whether the leak originated at the cartridge or at the tubing-to-connector interface; the user typically inserts the cartridge into the pump before attaching the adapter and used new supplies including a cartridge fill kit and a connect adapter, then successfully rewound and completed setup with guidance, resuming insulin delivery. Investigation of this case revealed no recurring malfunction after replacement of disposable components and successful re-priming, which supports a transient leak at the disposable interface rather than a pump hardware failure. No symptoms reported, and blood glucose was not impacted. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique or disposable component seating during setup leading to a temporary leak, resolved by replacing supplies and correctly completing the priming and rewind procedure.